Event description:
Wound drain broke in pt upon attempted removal. An add'l procedure in the or was required to retrieve it. Sample was discarded.

Manufacturer narrative:
The customer sample was not received for evaluation. Unfortunately, as no sample was returned, we have not been able to determine the exact cause of the incident. The IFU provides detailed info regarding precautions for using these drains. Warnings/complications: "to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor for similar reports.